Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because it was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that the distal segment of the sion guide wire broke off as excessive tension generated with removal was applied to the guide wire while its tip segment got trapped in the deployed stent. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that an unspecified guide wire was replaced with an asahi sion guide wire during a procedure to treat the heavily calcified, moderately tortuous, and 90%-occluded renal artery. The sion guide wire was selectively advance to the distal segment of the left renal artery, and unspecified stent was deployed after dilatation by an unspecified balloon catheter. When an attempt was made to remove the sion guide wire after stenting, the guide wire was trapped by the deployed stent and could not be removed. Further attempt was made with an unspecified catheter that was advanced to the stent as a support and by applying tension to the sion guide wire, but the sion guide wire broke off at approximately 1.5cm from the tip. The tip fragment was trapped in the stent. It was informed that the wire fragment was stented against the vessel wall.

Manufacturer narrative:
**UDI related data quality updates only** as we received an email, time-stamped saturday, july 6, 2024 1:27 am at our end. From (B)(6), MDR data systems team. To inform us of the discrepancies in the device identification fields of our submitted electronic equivalent of the FDA form 3500a. When compared with the information in the gudid. After comparing the information in the previous submitted MDR with that in the corresponding fields in the gudid. We determined, to submit this supplemental report. The changes we intend to make are as follows: d1: brand name: from sion to asahi sion. D3: manufacturer name, city and state: from asahi intecc co., ltd. To asahi intecc co., ltd. D4: model #: from no entry to ahw14r001s. Catalog #: from ahw14r001s to no entry. G1: contact office: from asahi intecc co., ltd. To asahi intecc co., ltd. H4: device manufacture date: from 16-1-2023 to no entry.